Manufacturer narrative:
H.6 investigation summary material #: 36490200 lot/batch #: 3061972 bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and another 12 retention samples by functional leak testing, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) was leaking which spilled onto caregivers. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: customer problem: per customer, the blood was leaking from vacutainer between lab tube exchange. Has spilled onto patients and caregivers.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) was leaking which spilled onto caregivers. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: customer problem: per customer, the blood was leaking from vacutainer between lab tube exchange. Has spilled onto patients and caregivers.